Event description:
"One week follow up of pt. Pt had a hernia (port site) from the 5mm kii. Trocar was placed by urologist in lower left quadrant. The 5mm site was used as a camera port for procedure. Dr. (B)(6)/dr.(B)(6)-urologist. Hernia repair needed "have pictures if required."

Manufacturer narrative:
The product will not be returned. There is no lot number. However, this event will be evaluated utilizing the info available and pictures received. Upon evaluation, a final report will be submitted.